Event description:
This report for pt's right eye (od). (B)(4) 2014_a patient (pt) called our firm and reported has been wearing acuvue oasys brand contact lenses (cl) for about 2.5 years. The pt wears a different power (from a different lot) in each eye. The pt said when last order received, the pt inserted a pair of the lenses and thought the lenses felt different. The pt used the lenses for less than 2 weeks. The pt reported experiencing blurred vision and crusty eye lids in the morning. The pt reported that after using 5 lenses from each multipack (multipack contains 6 lenses) the pt saw his/her eye care professional (ecp) and was told eyes were "getting worse" and was referred to an ophthalmologist. The medical records were received and revealed the following. On (B)(6) 2014_the pt saw his/her optometrist with c/o itchy, watery, red eyes x 3 weeks and yellow discharge, crusty in am x 2 weeks; photosensitive. Va with phoropter: od 20/25. Sle: od: subepithelial infiltrates and +1 injection. Assessment/plan: keratoconjunctivitis. Tobradex; cannot read rest of note. On (B)(6) 2014_pt returned to clinic rtc), eyes felt better, tobradex tid today. Va od 20/20. Sle od clear. Pt instructed to continue meds bid 2 days, qd 1 day. Rtc prn. On (B)(6) 2014: pt rtc c/o eyes red and vision blurry. The pt d/c tobradex previous day. Sle: 00: +spk; grade 2-3 injection; trace papillae; suspects phlyctenule; neg cell & flare. Assessment: keratoconjunctivitis (recalcitrant) os > od. Plan: vigamox 1 gtt qid today, then tid x 7 days. Rtc 4 days. Pt instructed if any worsening of sx to immediately visit ER or ophthalmologist. On (B)(4) 2014 pt rtc. No improvement in sx; c/o crusting and photosensitivity; reduced va; injection. Using vigamox tid. Sle: +injection; mild spk; "glassy" corneal appearance; lids and lashes clear ou; negative cell & flare. Assessment: recalcitrant keratitis; etiology unknown; ongoing since mid- april; tobradex was ineffective. Plan: continue vigamox for next 3 to 5 days until gets appt with ophthalmologist. Pt instructed to go to ER if worsening of sx.

Manufacturer narrative:
Received one lens in a lens case and 3 sealed mpks (18 sealed blisters) from lot l0025qn. The parameters of the lens received in the case were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. No visual attributes were observed. Solution from the sealed blisters was evaluated; the ph and conductivity were in specification. A DHR review was performed: a lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0025qn was produced under normal manufacturing conditions.